Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify insulin flow blacked alarms due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm while priming. Troubleshooting was performed and they mentioned that insulin exited tubing but the insulin pump alarmed again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.